Manufacturer narrative:
Correction to e2: health professional is marked yes. Correction to g2: included health professional as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the no image malfunction likely occurred due to the serial digital interface (sdi) cable failure. However, since the device was not returned, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In troubleshooting: the customer swapped the serial digital interface (sdi) cable and connecting from sdi out on the subject device to the sdi input on the monitor, this method resolved the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The customer stated that the issue did not happen during a case, therefore the procedure was unknown. There were no reports of patient injury or harm.